Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location which led to this alarm. Renal therapy services (rts) assisted the care giver (cg) with clearing the alarm and ending therapy and advised to contact the nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the cg. The patient received prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.